Event description:
Event became reportable upon analysis approved 09/17/2008. It was reported that during a percutaneous coronary intervention procedure, a shaft kink occurred. The lesion being treated was located in the proximal segment of the average tortuous left anterior descending (lad) artery; lesion characteristics are unk. Upon advancing the 7f machi guide catheter, it was observed that there was a kink in the shaft. The procedure was completed with another of the same device. No pt injury or complications were reported. The patient's condition was reported as "good". The returned device was received in two pieces. Analysis revealed that the guide catheter had been cut. Based upon follow-up, it is unk why or how the guide catheter was cut.

Manufacturer narrative:
The returned product analysis confirmed the shaft kink stated in the complaint. The returned product was received in two pieces. Visual and microscopic inspection found that the guide catheter was stretched and twisted, a cut in the catheter shaft and the distal tip was flat. This did not reveal any inherent deficiencies that would have contributed to the incident. It was not possible to determine how or when the kink occurred. The exact cause of the difficulties experienced during the procedure could not be determined. The most probable root cause is determined to be operational context. Manufacturing records related to reported batch number have been reviewed and confirmed that there were no issues or discrepancies in the manufacturing that could have contributed to the reported event. This indicates the device met all material, assembly, and performance specifications.